Event description:
The complainant reported that a placement signal unreliable alarm occurred. Consoles were switched and the alarm was resolved. The patient's outcome at explant was expired.

Manufacturer narrative:
The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
B5: additional information was reported.

Event description:
Additional information from the complainant reported "I believe this patient had a prior cardiac arrest prior and was already on multiple pressors prior to impella placement. Death was unrelated to impella and a result of advanced multiorgan shock."